Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown medication via an implantable pump. It was reported that after 18 months of the pump not functioning properly and the patient being unable to meet with their physician, the patient requested help from their case manager. Initially they had agreed to help but three days later the patient had been terminated. Since then the patient had been unable to get a replacement and the implant had since moved and was uncomfortable. The patient stated they due to this they had no medication or provider.